Event description:
A customer reported that there was a cracked and shattered touchscreen on their pump, making it unresponsive and illegible, which prevented interaction with the device. There was no adverse impact to the customer's blood glucose level. The corrective action involved tandem technical support sending a replacement pump as the original device was still under warranty. The customer agreed to use multiple daily injections (mdi) as a backup therapy and was guided on how to put the pump into storage mode. They were instructed to return the malfunctioning pump using a pre-paid label within 10 days.